Event description:
A sales representative reported that the physician has been using dermabond for the past 8 years without any difficulties. The adhesive has been used on cancer patients that are having a port inserted. Following the port insertion the incision is closed with a subcutaneous stitch, then 2-3 layers of dermabond topical skin adhesive are applied at the insertion site. The last 8-12 weeks eight patients have experienced wound dehiscence at port insertion site. Two of these eight patients also had an abscess at the site; as a result, the ports had to be removed. These two dehiscences/infections occurred in the last two weeks. It is unknown if the suture was still present at the incision sites. The product lot number used on these patients is unknown; however samples from two lots were returned for evaluation. No additional information available at this time.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The event required the removal of the previously inserted ports. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.